Event description:
It was reported that the patient had inadequate pain coverage, and the pump had a reservoir volume discrepancy. The device system was used to deliver morphine and bupivacaine. A catheter access port (cap) contrast dye study was performed. The results indicated that there was an occlusion somewhere in the lumbar portion of the catheter. No leak was identified, and the rotor checked normal. The patient had a surgical revision on (B)(6) 2012 where the catheter was spliced and the pocket was revised. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product typ catheter; product ID 8596sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ catheter. (B)(4).